Manufacturer narrative:
The t:slim g4 user guide states: there are differences in how glucose is measured in the blood compared to how it is measured in interstitial fluid, and glucose is absorbed into the interstitial fluid slower than it is absorbed into the blood. A cgm is intended to enhance the data you obtain from your blood glucose meter, not replace it. You should never rely solely on your cgm to alert you of high or low blood glucose, and you should always use your blood glucose meter for any treatment decisions. The cgm discrepancy issue was forwarded to the sensor/transmitter manufacturer. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a 40-60 point discrepancy between the continuous glucose monitor (cgm) readings and blood glucose meter readings. Reportedly, the customer's health care professional was concerned that the customer may be dosing inaccurately due to the inaccurate cgm readings. However, it could not be confirmed if the customer actually dosed inaccurately based on cgm readings, as multiple follow up attempts were made, but no response was received. The reported cgm discrepancy has been forwarded over to the cgm manufacturer. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
Additional information: follow up call was received. Contact confirmed that the customer was not dosing based off of cgm. Customer dosed based off of bg meter readings only; therefore, no impact to bg's occurred. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
Discrepant glucose values between a glucose meter and the g4 sensor is not a function of the pump and is reliant upon information entered in by the patient and what the dexcom sensor/transmitter sends to the pump. The log review performed only examined whether or not glucose values were being logged and if any errors were detected in the communication between the glucose engine and the pump. No observations were made in this regard.